Event description:
The customer observed biased glu, bun and chol quality control results. The scenario is consistant with a malfunction that could have caused erroneous patient results to be reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistant with a user-induced slide tracking error. The customer ran option 3 for 6 cycles resulting in 2 slides in the disposal bin confirming the slide tracking error had occurred. The root cause of this event was user error.